Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse (field service engineer) was dispatched and on 28-sept-2016 discovered rotor seal and stator face causing blockage in injection valve. Replaced rotor seal and stator face, verified proper pressure and operation. Ran several patient samples to verify good chromotragphy. Ran calibration, passed. Ran qc (quality control) which passed. The most probable cause of the reported event was stator face and rotor seal clogged.

Event description:
On (B)(6) 2016 the customer reported high pressure, grad sensor error with their hlc-723g8 analyzer. Customer reported that they replaced column and filter, still has high pressure error and grad sensor error. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.